Event description:
During a cryoablation, the current knob was being turned counterclockwise down to zero. Right at the zero point, the current went to 100, giving the patient a noticeable shock. The patient has since had persistent pain and required additional occipital nerve blocks to decrease the nerve pain.